Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Mother called on behalf of the daughter (consumer). The consumer stated that after initial use of tampon she became itchy, started vomiting and has loss of consciousness. The consumer sought medical attention, she was diagnosed with tss and was hospitalized. Consumer also experienced low blood pressure and fever. Consumer was prescribed antibiotics.

Manufacturer narrative:
H10 additional information: this is a follow-up to update the brand name and model to u by kotex fitness regular based on the upc provided by the consumer. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. D1: brand name d2: type d3: manufacturer d4: model number and unique identifier (UDI) number g1-2: contact office and manufacturing site g3: date received by manufacturer g6: follow-up 1 h2: follow-up type.